Event description:
The surgeon reported the screw tulip head did not move freely enough and did not use the screw. Another screw was used to complete the procedure without incident. Patient's outcome: there was no adverse event reported by the surgeon at the completion of the procedure.

Manufacturer narrative:
The device history record for the reported lot did not show any nonconformance. The lot was found acceptable to the specifications.